Manufacturer narrative:
The pump was received with the motor slide tip broken off and dried insulin on the motor slide. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and the delivery accuracy test due to motor slide damage. The pump was received with normal operating currents and passed the self-test and the unexpected restart error test. The pump was received with cracked battery tube threads, case cracked at the display window corner, minor scratched liquid crystal display window, and scratched reservoir tube window. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was admitted to hospital because of cardiac surgery and the insulin pump was broke by the hospital staff. Customer's blood glucose level was high of 25 mmol/l. It was stated that there was crystallized insulin in the reservoir compartment of insulin pump. Troubleshooting was done for cosmetic damage. Customer also experienced low blood glucose. Insulin pump was returned for analysis.